Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during low anterior resection, before placing the device on the anus, the circular stapler did not have the white trocar. On the other hand, the clips would not form . Another device was used to resolve the issue in order to complete the case.